Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient (the patient¿s mother) contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately high compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue with the meter started on the afternoon of (B)(6) 2015, when the patient obtained an alleged inaccurate high blood glucose result on the subject meter of ¿87mg/dl¿ compared to ¿47 mg/dl¿ on freestyle and dexcom meters, performed within 30 minutes of each other. She also reported obtaining an alleged inaccurate high blood glucose result of ¿495 mg/dl¿ on the subject meter compared to ¿449 mg/dl¿ on a precision meter and ¿320 mg/dl¿ on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. The reporter alleged that between (B)(6) 2015, she had increased the patient¿s novolog insulin as a result of obtaining the alleged inaccurate high readings. The reporter claimed that during the night of (B)(6) 2015, the patient experienced symptoms of ¿hunger, sluggish, tired and combative¿. She denied that the patient had received any treatment for her symptoms. During troubleshooting, the cca noted the reporter/patient had been using the correct testing technique, the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the reporter through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor did she receive any treatment for this condition. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.